Event description:
It was reported that (1) tsb45 was used during a laparoscopic gastric bypass procedure. It was reported by the rep that the surgeon fired the stapler seven times and everything seemed fine. About twenty minutes later the surgeon went to create pouch and noticed the first staple line fired had come apart. The surgeon quickly oversewed the whole pouch with suture laparoscopically.